Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation after undergoing a myelogram. Lead diagnostics showed invalid impedance values for the scs lead. F/u identified surgical intervention will be taken at a later date to address the issue.